Event description:
It was reported that there was an I&d washout, patients right knee was infected and revised.

Manufacturer narrative:
An event regarding infection involving a triathlon ps x3 tibial insert was reported. The event was not confirmed. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot sterile lot. The source of the infection could not be determined as patient information, clinical history, and results of bloodwork for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report:cat. No.: 5515-f-402 triathlon ps fem component, cemented lot code: hxred cat. No.: 5520-b-300 triathlon prim tib baseplate - cemented lot code: hzoracat. No.: 5550-g-298 triathlon symmetric x3 patella lot code: htxyat this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device not returned.

Event description:
It was reported that there was an I&d washout, patients right knee was infected and revised.